Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during unknown planned treatment. The procedure was completed as planned by moving the patient to a different lab. It was reported to philips that system did not allow to make x-ray, screen was dark. Review of the log files shows "test shot underexposed, please retry," no error or warning. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the flat detector boot issue and voltage at detector around 24.1v. The philips field service engineer (fse) went onsite and checked logfile, found position slipped on longitudinal motor. Fse created a follow up work order to complete the replacement of the flat detector. To resolve the issue, fse replaced flat detector in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not allow to make x-ray, screen was dark. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.